Event description:
It was reported that a non-abbott stent was unable to cross the heavily calcified target lesion in the mid left anterior descending coronary artery due to the heavy calcification. Predilatation of the vessel was not performed. The xience prime stent was successfully deployed in the target lesion; however, a dissection was noticed proximal to the xience prime stent. The dissection was treated with a non-abbott stent with a good outcome. There was no adverse patient sequela. The physician reported that the dissection was caused by the vessel's heavy calcification. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It should be noted that the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.